Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. (B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient received general anesthesia prior to spaceoar implant. According to the complainant, the patient suffered anaphylactic shock with rash, itching, throat swelling, and hypotension ninety minutes after spaceoar implant and was treated with standard resuscitation protocol of adrenalin, hydrocortisone, and chlorpheniramine by the attending anaesthetist. Ninety minutes post treatment the patient became mildly anaphylactoid again. Further treatment was given and the patient was observed in the high dependency unit, and the patient stabilized. The patient will be referred to an allergy specialist. As of (B)(6) 2019 the patients condition was fine and radiation treatment has started.